Manufacturer narrative:
Corrected data: further information was provided that the initial model preloaded iol and unknown serial number of the device were incorrectly reported. Therefore, this supplemental filing is to correct sections d1, d4, and h4 as the correct model is an aab00 and serial number (B)(6). Additional info: device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 3/06/2025. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: a lens was received in the original lens case which was in a bag. The lens was inspected under magnification. The lens was received coated in viscoelastic residue. No foreign material was identified on the lens returned. The customer provided video was reviewed and the suspected particle does not appear to be attached to the lens. As the lens manipulated the particle appears to be moving freely behind the lens. The nature of the observed particle cannot be identified from video analysis. No further evaluation was performed. The complaint issue "foreign material- loose" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Section b3: date of event: unknown/not provided. Section d2a: common device name: unknown, as the serial number was not provided. Section d2b: device product code: unknown, as the serial number was not provided. Section d4: model number: unknown, as the serial number was not provided. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown, as information was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: if implanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Section d6b: if explanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Section e1: establishment name: (B)(6). Section e1: address - line 1: unknown/not provided. Section g4: PMA/510(k)#: unknown, as the serial number was not provided. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) had a debris issue. It was reported the surgeon uses ovd (ophthalmic viscosurgical device) to lubricate the cartridge. No other information was provided.